Manufacturer narrative:
(B)(4)

Event description:
It was reported that "customer is using trulite said they had an abrasion with a nicu patient." Additional information received on june 11, 2026, indicated that "it was made rough with no soft edges." Attempts to obtain additional information from the complainant have been unsuccessful at the time of this report.